Event description:
It was reported that the patient presented for a regular follow up in clinic. It was noted that noise resulting in oversensing and auto-mode switching was observed on the right atrial (ra) lead. Further provocation tests were performed in clinic but the noise could not be reproduced. A defect in the right atrial (ra) lead could not be ruled out. Atrial lead replacement was recommended. This was relayed to the customer. The patient was stable.

Event description:
New information received notes the physician planned to continue monitoring the atrial lead due to no symptoms every three months and revise the probe if necessary in the event of aggregate exhaustion which was anticipated to be in a year and a half.